Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer set from the patient line of the homechoice set to go to the bathroom. The home patient stated they reconnected their transfer set to the patient line of their homechoice set while receiving the system error alarm. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed with manual exchanges. No patient injury or medical intervention was associated with this incident, per the home patient.